Event description:
The iab kinked and unfolded during insertion. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: unk - reported 3/31/97. Pt's current status: unk - rpt'd 3/31/97.